Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra resilia (s3ur) valve in the aortic position via right transfemoral access, pre-procedurally access was discussed due to circumferential calcium in the right common femoral artery (rcfa) and right common iliac artery (rcia). Alternative access was worked up and suggested. To optimize access, an 8x40mm balloon angioplasty and shockwave were performed prior to esheath+ insertion. The 14f esheath+ was prepped per IFU. There was difficulty inserting the esheath into the patient. Upon delivery over a stiff wire, the physician noted resistance and difficulty advancing the sheath through the access site (at the fully expandable portion), but the delivery system and valve did eventually exit the tip of the esheath. The interventional cardiologist (ic) had also ballooned while esheath was sitting in the rcia to help assist. The 23mm s3ur was delivered and deployed successfully. Upon removal of the delivery system through the esheath, an access site dissection was identified. The implanting ic suspected the dissection was caused by the esheath+, perclose, and the difficulty advancing the esheath+. A stent was placed at the access site. The patient is stable. Additional information noted that there were no edwards devices damaged during the case.